Event description:
The following was reported to davol: it was reported by the patient's surgeon that in (B)(6) 2007 the patient was implanted with a bard perfix plug for hernia repair. The patient recently had complaints that the plug was more prominent under her skin and felt some discomfort from it. The patient was reported to be quite thin. The patient underwent explant and the plug was noted to have been in excellent position. The patient is doing fine since explant. There was no device malfunction reported, however as surgical intervention occurred this MDR is being filed to document this event.

Manufacturer narrative:
A manufacturing review was performed and found no evidence of a manufacturing related cause for the reported event. Additionally, the explanted device was not returned to davol for evaluation. The patient's weight may have contributed to her discomfort, the device was reported to be in the correct position prior to explant. Based on the information provided at this time, no definitive conclusions can be made. This MDR includes all patient, event and device information davol has received to date. If additional information is obtained, a follow up MDR will be submitted.